Event description:
It was reported that the patient underwent a micro-debridement of the achilles tendon using a topaz microdebrider ac4040-01 wand. Approximately 5-10 minutes into the procedure, it was thought that the tip of the wand had detached. An x-ray was performed post-operative and no device fragment was visualized. Upon further examination of the wand, it was noted that the plastic sleeve surrounding the tip of the distal end had come loose and migrated over the tip of the wand. No patient complications were reported as a result of this event.